Manufacturer narrative:
No product was returned for evaluation and no lot number information provided. The doctor reported that the pt did not follow good hygiene while using contact lenses and took showers while wearing contact lenses. Based on available information, no conclusion can be drawn.

Event description:
Pt experienced acanthamoeba keratitis in the right eye while using soft contact lenses and renu multi-purpose solution. She presented at the xv-xx hospital with stromal keratitis and loss of visual acuity. Acanthamoeba were identified by pcr in scraping and in the contact lens case. She was treated with antibiotics and antiamoebic therapy (phmb, hexamidine). Signs decreased with treatment, but there was scarring in the visual axis impairing vision. The doctor reported that the pt did not follow good hygiene while using contact lenses and took showers while wearing contact lenses.